Event description:
On 11/20/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 pump tubing's rollers were rotating excessively. This occurred during use from the beginning of the case and they decided that the pressure was not appropriate for use and stopped using it. There was no additional information provided, and additional information has been requested. Additional information was provided on 09/02/2025 where the sales representative stated that this event occurred during a knee-high tibial osteotomy as soon as the pump started. An arthrex pump was used during this event, the details are not available. The settings at the time of the event are not available. There were no alarms or messages present.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated/extended usage in the field.